Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available. A batch review will not be performed because the lot information is unknown.

Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv 10 device started to leak from within towards the end of the patient therapy. According to the report, the device was filled with maxipime. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.